Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to dry heave and had trouble moving his legs an hour after being implanted with an scs system. As a result, the patient's scs system was explanted. The patient was fine the next day.